Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, not using antibiotics, patient picking on the wound, patient engaging in strenuous activities, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the patient had pre-existing medical conditions. The implanting clinician stated the erosion might have been linked to the patient being a smoker, making the incision wound take longer to heal. The stimulator is used to treat pain. The cause of erosion is due to the patient being a potential poor candidate due to health, weight, age or mental capacity and clinician knowingly implanting the device.

Event description:
The patient disclosed the leads had eroded. The implanting clinician performed a revision on (B)(6) 2021 and two new leads were implanted. No further issues have been reported.